Event description:
Clinical adverse event received for worsened left knee pain. Event is not serious and is considered moderate. Event is not related to device and is possibly related to procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).